Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited out of range pace impedances on the right ventricular (rv) lead. The spikes to out of range values greater than 2000 ohms have occurred numerous times in recent months. Boston scientific technical services discussed troubleshooting and also noted that there was a previous episode stored of oversensed noise. At this time, the patient has been brought in and no programming changes were made. The products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.